Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to defects in two cables. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her problem. During the call, the customer noted that an olympus sales representative came by the facility following the failure. While he was there, he noted that the unit had 2 bad cables that needed replacing. The customer confirmed that she ordered the new cables and does not intend to return the subject device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center¿s light intensity was too low to distinguish tissue during a cystoscopy procedure. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were noted. Reportedly, the subject device was used to complete the procedure successfully, there was just a minor delay while navigating the dim lighting. The initial reporter went on to confirm that this event had no impact on the patient¿s care.